Event description:
It was reported that the deep brain stimulation (dbs) patient presented with redness and purulent discharge at the implantable pulse generator (ipg) and lead extension site, consistent with signs of infection. The patient subsequently underwent removal of the ipg and lead extension, and the pocket was irrigated with vancomycin. The physician was unable to determine the cause of the symptoms but did not believe they were related to the device or procedure. Device analysis was not performed, as the components were retained by the facility. The patient was prescribed antibiotics and recovered well postoperatively.

Manufacturer narrative:
Based on the available information (in the absence of the products being returned) boston scientific has determined that the ipg pocket site redness, purulent discharge and infection is a known inherent risk with use of the implantable pulse generator (ipg), as documented in the instructions for use (IFU). A review of the manufacturing documentation for the devices revealed that no anomalies or deviations related to the event occurred during manufacturing. The ipg and lead extension were not returned as they were retained by the facility; as such, physical analysis has not been conducted in our laboratory. A product labeling review identified that the devices were used per the IFU product label. Additionally, implant site complications such as redness, purulent discharge and infection are noted within the IFU as a potential risk associated with the use of the device. The ipg and lead extension were not returned, as such, physical analysis has not been conducted in our laboratory. However, the labeling review was conducted. This review determined that redness, purulent discharge and infection is a known inherent risk of implanting a pulse generator as part of a system to deliver deep brain stimulation (dbs). Additional suspect medical device components involved in the event: product family: dbs-extension. Upn: m365nm3138550. Model: nm-3138-55. Serial: (B)(6). Batch: 7142353. UDI: (B)(4).

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Additional suspect medical device components involved in the event: product family: dbs-extension, upn: m365nm3138550, model: nm-3138-55, serial: (B)(6), batch: 7142353, UDI: (B)(4).

Event description:
It was reported that the deep brain stimulation (dbs) patient presented with redness and purulent discharge at the implantable pulse generator (ipg) and lead extension site, consistent with signs of infection. The patient subsequently underwent removal of the ipg and lead extension, and the pocket was irrigated with vancomycin. The physician was unable to determine the cause of the symptoms but did not believe they were related to the device or procedure. Device analysis was not performed, as the components were retained by the facility. The patient was prescribed antibiotics and recovered well postoperatively.